Manufacturer narrative:
A complaint history review was completed on the reported serial number of the rectal temperature monitor and no additional complaints for this device was found. There are currently no known manufacturing related issues that could contribute to the failure. The complaint was not confirmed, the white lines were matched with the sensors and the handle was not turned. However, during testing, one of the sensors on the prolieve temperature monitor exceeded the tolerance value.

Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve temperature monitor was used in a benign prostatic hyperplasia (bph) procedure. According to the complainant, during preparation, the white line on the handle of the rectal temperature minor, was not coordinating with the sensors. The white line was adjusted. Due to the patient complaining of pain during the procedure, the physician aborted the case. The patient's condition was reported as "fine". Please note: this event has been determined reportable based on the investigation results received six months later.